Event description:
The initial reporter received questionable tp2 total protein gen.2 results on a cobas 8000 c702 module. The initial tp result was < 2 g/l. The customer questioned the result and reran the sample. The repeat result was 61 g/l. The repeat result was 66 g/l. The initial result was not reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) adjusted the reagent probe wash and alignments, replaced the gearhead and adjusted the pressure, replaced the reagent probes, adjusted cell blank and rinse values, performed a blank cell check, and performed a hardware check. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.